Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number.

Event description:
Pt's spouse reported the "hose has split down below the port" of their spouse's lap-band system. The problem was first observed when the pt was experiencing lack of restriction. The lap-band system remains implanted at this time. Medical health care professional reported that "when it seemed to go flat" the pt "had pain in the abdominal wall." Physician also indicated the port was leaking and needed to be replaced.